Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited a loss of right ventricular (rv) capture and an inhibition of rv pacing. Review of the electrograms (egms) also noted ventricular oversensing of the atrial paced events. The device's ventiruclar sensitivity was changed to least, however, the oversensing was still present. The blanking period was already out to 85 ms and atrial pacing output programmed as low as possible.